Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number unknown, a device analysis could not be completed. Therefore, the reported problem could not be verified. However, the patient stated that the supply bag disconnected without falling and was identified as the cause of the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on a home choice (hc) device during dwell four of six. The patient was connected to the homechoice at the time of the alarm. The technical service representative assisted the patient in clearing the alarm. During the troubleshooting, it was determined that the supply bag disconnected without falling. The patient was to complete therapy using manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.